Manufacturer narrative:
The service evaluation found the coating of the insertion tube is peeled off. The customer¿s reported issue was confirmed as there are significant image guide fiber bundles that are broken with black dots on the image. Additionally, the insertion tube has deformation/wrinkles. Forceps and channel cleaning brush cannot be smoothly inserted into the instrument channel. The bending section is deformed/crushed. There is corrosion inside the body control unit. Moisture/leakage observed at the eyepiece with stains on the eyepiece that are difficult to remove. Scope is leaking from the light guide connector. Also, there are scratches to the insertion tube, the control body, bending section cover, eyepiece, the grip, the up/down plate, the universal cord, the light guide connector, on the forceps stopper, and on the angulation lever.the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer bronchovideoscope was returned to olympus for repair for a reported ¿poor field of view¿ during an unspecified event. Upon inspecting and testing, the service evaluation found the coating of the insertion tube is peeled off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 14-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended to the user to inspect prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.